Manufacturer narrative:
Concomitant medical products -- patient medications: albuterol, alprazolam, and aspirin. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events which may occur and require intervention include endoleak.

Event description:
On (B)(6) 2018, the patient was implanted with gore® excluder® aaa endoprostheses it was reported that during a routine follow up visit, computed tomography images (date is not known), revealed a proximal type I endoleak. It is unknown if there was aneurysm sac enlargement. The physician reintervened on (B)(6) 2019, and implanted a gore® excluder® aortic extender endoprosthesis. The endoleak was resolved and the patient tolerated the reintervention.